Event description:
It was reported to boston scientific corp that a resolution clip device was used during a esophagogastroduodenoscopy procedure to treat a gastrointestinal bleed located at the gastroesophageal junction on (B)(6) 2009. According to the complainant, during the procedure, when the physician was attempting to open the clip inside the pt, the clip would not open. The physician removed the device from the pt and found that the clip had deployed inside the pt. The physician has no concerns with the clip passing naturally via peristalsis. The case was completed with another MFR's device to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) won't open. The complainant indicated that the device was disposed off and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).